Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had placement of the epidural stimulator approximately 1 year prior to the explant of the system. She had one battery change and has since had a cerebrovascular accident and apparently the unit was not giving her any benefit any longer and she wanted it totally removed. During the explant surgery on (B)(6) 2010, it was noted that the patient had a scar and that the laminotomy was slightly enlarged. The scar around the cord was removed and the paddle slipped out quite easily. All equipment was easily removed and the patient returned to the recovery room in satisfactory condition.